Event description:
Treatment of an avm (arteriovenous malformation). During the injection of onyx, it was reported that the marathon catheter separated without any onyx reflux. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00353.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 6.1cm the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter or an undetected kink, resulting in pressures exceeding the limits of the catheter. Catheter rupture. (B)(4).